Manufacturer narrative:
Product complaint#: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for the clavicle polyostotic fracture with the compression wire in question. In the surgery, the surgeon temporarily fixed the va clavicle plate using a compression wire. Good compression of the plate and bone was obtained. After the surgical process progressed, the upper part of the stopper of the compression wire was broken when removing by a power tool. Because the patient's face lay in the way, a power tool was inserted from slightly forward and diagonally, and rotation was performed with a pin-collet. Therefore, it was considered that the compression wire was broken because of excessive force of rotation. The broken pieces were removed from the body using forceps for removal. The surgery was completed successfully with 5~10 minutes delay. The surgeon commented that there was a high possibility of breakage because he removed it by force without necessary steps. No further information is available. Concomitant device reported: unk - power accessories: trauma ( part # unknown, lot # unknown, quantity 1). This complaint involves one (1) devices compr wire ã¸1.6 l150/25. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the compr wire ã¸1.6 l150/25 had no signs of issue or malfunction. Breakage of the complaint device cannot be confirmed since visual evidence provided does not show any defect. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the compr wire ã¸1.6 l150/25. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a manufacturing record evaluation cannot be performed since lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient was stable.